Manufacturer narrative:
He device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported peeling/delamination of the white arrow markers; however the reported patient effect of a foreign body in the patient appears to be related to operational context of the procedure. It should be noted that the white ink pad used for the arrow markers is biocompatible and non-cytotoxic. In this case, the arrows may have been reduced as a result of contact with sterilisation/cleaning liquids and/or rubbing/friction action during the procedure, however, this could not be confirmed as the device was not returned. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was done with a prostyle device after a coronary angiogram interventional procedure using a 6f sheath. Reportedly, the device was inspected prior to use and the painted arrows pointing at the guide wire exit port were complete at that point with no abnormalities. The prostyle device was used without issue and the device worked as intended. Upon removal, the painted arrows were no longer complete and appeared to be coming off. The same device suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.